Event description:
It was reported that the pt had a return of pain and a pulsating sensation at pump site following an MRI on (B) (6) 2010. The pt felt that the pump was not working now. The pt had not had their pump checked since the MRI was done. The pt had planned to follow-up with their physician. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4) - (pulsating sensation) - (B) (4)